Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics.

Event description:
It was reported that prior to ablation surgery, it was discovered that the patients right ventricular lead had been implanted in the left ventricle. The system was explanted as it was no longer needed after the ablation procedure. The patients condition post explant is good.